Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0% following post-dilation. Balloon angioplasty was performed at the ostium of the diag also. There were no reported complications and the pt was discharged on the following day. The pt had an exercise nuclear stress test in about 3 months later revealing mild residual anteroapical ischemia. Because the pt was also experiencing some atypical chest pain, it was decided to bring the pt back for cardiac catheterization on the 9th day. EKG showed sinus bradycardia and nonspecific st wave changes with t wave inversions inferiorly. Cardiac enzymes were within normal limits. Cardiac catheterization revealed: lmca - no finding, lad (target vessel) - 98% instent restenosis of s7 stent; taxus stent widely patent; dense calcium throughout vessel, lcx - dense calcium; 50-70% stenosis in high marginal branch, rca - patent stent in mid vessel; diffuse disease in all segments of vessel, lvef 45% with moderate anteroapical hypokinesia and inferoapical akinesia. In the same day, the pt underwent pci of the lad with a 3.5 x 18 cypher stent being placed just distal to the s7 stent. The lesion was post-dilated and residual stenosis was 0%. There were no reported complications and the pt was discharged on the following day. Causality: in the opinion of the physician, the relationship to the taxus stent is "not related."

Event description:
It was reported that three months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery for a stent thrombosis. Additional information has been requested.